Manufacturer narrative:
Examination of the 961452 pfc sigm ins stabl 12.5mm sz 4 instrument confirms the insert trial broke at the bottom lip of the component. The lot number was reported to depuy as unknown and there is no lot number etched on the trial. Scratches and gouging on the instrument trial suggests heavy usage. The root cause is being attributed to normal product wear out. Based on the determination of product wear out as the root cause, the need for corrective action is not indicated. Continue to monitor per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, a follow-up medwatch will be filed as appropriate.

Event description:
While removing the trial a large portion of the trial broke.